Event description:
Doctor failed to check compatability of gomco clamp parts. Once started procedure, the clamp fell apart resulting in the procedure not complete. Only half of the foreskin had been cut and none of the foreskin sealed. The pt was rushed to a different hospital. There they were put under. The doctor finished the cut, sewed the skin all the way around their penis. Pt is now 3 years old and has about 40% extra skin much on the underneath side of their penis. I submitted a medical malpractice claim against the doctor for not checking the clamp and it was denied. If pt has any problems in the future pt is already asking what is wrong with their penis at the age of 3. Pt will have to foot the bill. The government denies any negligence in the procedure even though the doctor should have checked the parts. The doctor was not held accountable. Parent has also looked for a lawyer and cannot predict the future of pt's emotional state or its functionability -sexual feeling-, so it is not cost effective to take the case.